Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences pain at the ipg site. The patient indicated she feels a "pulling sensation" at the ipg site. The patient is to consult with her physician and surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015 and the patient's ipg was moved from the left buttock to the right buttock resolving the pain at the ipg site.